Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had difficulty placing the his lead. The lead was removed and a new lead was attempted however the physician had difficulty implanting the second lead as well. The replacement lead was removed and a third lead was successfully implanted. No patient complications have been reported as a result of this event.